Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with bent cannulas and was not receiving enough insulin. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that they tried switching the sites of insertion on both sides of the abdomen. The customer mentioned that they were driving and could not troubleshoot at the time of the call. The customer did not return the product back for analysis.